Manufacturer narrative:
Concomitant medical devices: w4tr01 ipg, implant date: (B)(6) 2019; 439888 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead were explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.